Manufacturer narrative:
The reported event was unconfirmed as all products returned met specifications. All product sizes were examined by lot number and were found to be within specifications. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following:the instructions for use were found adequate and state the following: ¿caution, consult accompany documents¿.

Event description:
It was reported that the diameter of the tip of catheters appeared larger than a 16 fr.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "wall thickness or durometer". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "do not use if package is damaged." Correction: d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the diameter of the tip of catheters appeared larger than a 16 fr.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the diameter of the tip of catheters appeared larger than a 16 fr.